Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lcd damage. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer stated that pump was not functioning as designed. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit powered up properly after battery installation. Proceed it by using a new battery cap and a new battery. The pump passed the active current test and self-test. Failed sleep current test. Unit was downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. During download history review no relevant alarms confirm in download history files to confirm complain code. Unit was cut open and perform a visual inspection. Per visual inspection found moisture damage on the electronic assemblies, keypad flex connector and force sensor flex connector. The sc1 cap locks properly into the reservoir compartment. No hard to read screen noted while navigating through the menu. The following were noted during visual inspection: scratched lcd window (minor), cracked keypad overlay and scratched case. Cosmetic damage at the lcd screen was confirmed where scratched lcd window was noted. Blank display not confirmed. Unexpected battery power loss confirmed with high sleep current due to moisture damage on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.